Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated with large ketones. Reporter could not recall the specific bg value. Reportedly, the insulin was "no good" as the vial had been open for longer than 28 days. Manual injection was administered to address the issue and bg returned to target level.